Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed no similar incidents as the device returned with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, when pulling back the needles of the proglide device the suture broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.